Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device lodged within the lumen and partially extending into myometrium') in an adult female patient who had essure (batch no. A67123, a45117) inserted for female sterilisation. The patient's medical history included laparotomy. Concurrent conditions included dysmenorrhea, abnormal uterine bleeding, peritoneal adhesions, bowel adhesions, ovarian cyst, adenomyosis, uterine leiomyoma and pelvic pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: uterus cervix and tubes. Uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomies. Early secretory endometrium. No evidence of hyperplasia, atypia or malignancy. Adenomyosis. Leiomyomas. Cervix with no significant pathologic change. Benign fallopian tubes with bilateral essure devices. Microscopic examination is performed and all the results incorporated into the final diagnosis. Received: in formalin labeled with the proper patient identification and "uterus, cervix and bilateral fallopian tubes." Integrity: intact uterus, anterior cervix, bilateral attached fallopian tube stumps and 2 detached fimbriated fallopian tubes. Uterus: 112 g, 9.8 x 5.6 x 5.0 cm. Serosa: glistening and red-pink-tan-grey. Cervix: 3.7 cm in diameter. The ectocervical mucosa is smooth, gray-pink and hemorrhagic. The mass measures 0.6 cm in diameter. Endocervix: 2.7 cm in length with no gross lesions. Endometrial cavity: 4.2 x 3.0 cm and lined by tan-pink-red endometrium ranging in thickness from 0.2 cm -0.5 cm. Myometrium: 2.1 cm thick. There is a posterior intramural and partial submucosal nodule -1.0 cm in diameter. Elsewhere, the parenchyma is red-green tan-pink right fallopian tube stump: 2.0 x 0.6 cm. The serosa is pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen and partially extending into myometrium of right cornu. There is no mucosal mass is identified. Left fallopian tube stump: 4.0 x 0.6 cm. The serosa is smooth and pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen. There are no mucosal mass is grossly identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device lodged within the lumen and partially extending into myometrium') in an adult female patient who had essure (batch no. A67123, a45117) inserted for female sterilisation. The patient's medical history included laparotomy. Concurrent conditions included dysmenorrhea, abnormal uterine bleeding, peritoneal adhesions, bowel adhesions, ovarian cyst, adenomyosis, uterine leiomyoma and pelvic pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: uterus cervix and tubes. Uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomies. Early secretory endometrium. No evidence of hyperplasia, atypia or malignancy. Adenomyosis. Leiomyomas. Cervix with no significant pathologic change. Benign fallopian tubes with bilateral essure devices. Microscopic examination is performed and all the results incorporated into the final diagnosis. Received: in formalin labeled with the proper patient identification and "uterus, cervix and bilateral fallopian tubes." Integrity: intact uterus, anterior cervix, bilateral attached fallopian tube stumps and 2 detached fimbriated fallopian tubes. Uterus: 112 g, 9.8 x 5.6 x 5.0 cm. Serosa: glistening and red-pink-tan-grey. Cervix: 3.7 cm in diameter. The ectocervical mucosa is smooth, gray-pink and hemorrhagic. The mass measures 0.6 cm in diameter. Endocervix: 2.7 cm in length with no gross lesions. Endometrial cavity: 4.2 x 3.0 cm and lined by tan-pink-red endometrium ranging in thickness from 0.2 cm -0.5 cm. Myometrium: 2.1 cm thick. There is a posterior intramural and partial submucosal nodule -1.0 cm in diameter. Elsewhere, the parenchyma is red-green tan-pink right fallopian tube stump: 2.0 x 0.6 cm. The serosa is pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen and partially extending into myometrium of right cornu. There is no mucosal mass is identified. Left fallopian tube stump: 4.0 x 0.6 cm. The serosa is smooth and pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen. There are no mucosal mass is grossly identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device lodged within the lumen and partially extending into myometrium') and embedded device ('essure device lodged within the lumen and partially extending into myometrium') in an adult female patient who had essure (batch no. A67123-inv , a45117) inserted for female sterilisation. The patient's medical history included laparotomy. Concurrent conditions included dysmenorrhea, abnormal uterine bleeding, peritoneal adhesions, bowel adhesions, ovarian cyst, adenomyosis, uterine leiomyoma and pelvic pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: uterus cervix and tubes uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomies early secretory endometrium no evidence of hyperplasia, atypia or malignancy adenomyosis leiomyomas cervix with no significant pathologic change benign fallopian tubes with bilateral essure devices. Microscopic examination is performed and all the results incorporated into the final diagnosis. Received: in formalin labeled with the proper patient identification and "uterus, cervix and bilateral fallopian tubes" integrity: intact uterus, anterior cervix, bilateral attached fallopian tube stumps and 2 detached fimbriated fallopian tubes uterus: 112 g, 9.8 x 5.6 x 5.0 cm serosa: glistening and red-pink-tan-grey cervix: 3.7 cm in diameter. The ectocervical mucosa is smooth, gray-pink and hemorrhagic. The mass measures 0.6 cm in diameter endocervix: 2.7 cm in length with no gross lesions endometrial cavity: 4.2 x 3.0 cm and lined by tan-pink-red endometrium ranging in thickness from 0.2 cm -0.5 cm. Myometrium: 2.1 cm thick. There is a posterior intramural and partial submucosal nodule -1.0 cm in diameter. Elsewhere, the parenchyma is red-green tan-pink right fallopian tube stump: 2.0 x 0.6 cm. The serosa is pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen and partially extending into myometrium of right cornu. There is no mucosal mass is identified. Left fallopian tube stump: 4.0 x 0.6 cm. The serosa is smooth and pink-gray and sectioning reveals an 8.0 x 0.1 cm essure device lodged within the lumen. There are no mucosal mass is grossly identified.. Lot number:a45117; manufacture date: 2012-08; expiration date: 2015-08. Lot number:a57123-inv; manufacture date:2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-jan-2022: quality safety evaluation of product technical complaint. Previously reported event, essure device lodged within the lumen and partially extending into myometrium split to embedded device. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.